Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for investigation. Data logs confirm the controller error optical bench alarm immediately upon connecting the pump. Checking the pumps used on the console before and after confirm the issue to be pump related. The root cause of the optical signal issue was not determined since product was not returned. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported using a cp pump to support a patient undergoing a high-risk percutaneous coronary intervention. Upon connection of the impella to the console, an ¿optical sensor issue¿ notification was displayed. Disconnecting and reconnecting the same console was unsuccessful, as the same alarm reoccurred. The physician proceeded with the procedure without impella sensor function. No harm was reported to the patient.